Manufacturer narrative:
Brand name updated on accu-chek rapid-d link.

Event description:
It was reported that the connection between the tubing and the adapter of the accu-chek spirit combo insulin pump had become loose and insulin leaked into the cartridge compartment of the infusion device. The customer reported that it felt different than usual when connecting the tubing and the adapter.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.